Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3: the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that once preloaded intraocular lens device plunger was advanced and lens was in the patient eye, surgeon noticed that the tip of the plunger broke. No fragment in the eye. No harm to patient. No further information available.